Event description:
A us distributor contacted zoll to report that a patient developed a burn under the lifevest equipment. Patient described the area as burns under the te pads that are red and purple, larger than the size of the te pads. The patient reported reaching out to physician, but there is no indication of medical intervention.follow up indicated that the burns improved.

Manufacturer narrative:
Not applicable.